Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Visual receipt analysis: on 9/27/2019 - received one used ch2000s, spinning spiros, lot# unknown. One used bd 60ml syringe. The spiros was connected to the syringe. Red chemo drug was visible inside the syringe and spiros. Drug residue was seen inside the spiros housing. The setup was flushed and no leaks were observed. Functional testing: a single used ch2000s spinning spiros was returned connected to a bd 60ml luer lock syringe. Water was drawn into the syringe barrel through the ch2000s spinning spiros. The plunger was depressed to see if there was any connection or spiros leakage. None was observed. The ch2000s spinning spiros was disconnected from the 60ml syringe and pressure leak tested as per ps00-00022 sections 5 and 6. No leakage was observed in either the activated or unactivated positions. Final analysis summary: the complaint of leakage near the connection of the ch2000s spinning spiros and 60ml luer lock syringe was unable to be replicated. There was a small amount of red drug observed on the inside of the spiros housing, but leak testing prior to and after disconnect from the syringe did not reveal any leakage. The ch2000s spinning spiros met pressure leak expectations outlined in the performance specification.

Event description:
Complaint received regarding one ch2000s, spinning spiros, lot# unknown. Report states, pharmacist was putting drug into syringe from the vial using the spiros. After drug was in the syringe, customer noticed some chemo on the outside of the spiros by the connection point to the syringe. The leak was noticed after it left the pharmacy but before it was delivered for patient use. No patient involvement.

Manufacturer narrative:
Lot review: a two year review of the complaint database for this list/similar problem did record additional reports and investigations. A review of those investigations where devices were returned recorded mixed results. Not returned for investigation.

Event description:
Complaint received regarding one ch2000s, spinning spiros, lot# unknown. Report states, pharmacist was putting drug into syringe from the vial using the spiros. After drug was in the syringe, customer noticed some chemo on the outside of the spiros by the connection point to the syringe. The leak was noticed after it left the pharmacy but before it was delivered for patient use. No patient involvement. No adverse operator consequences reported.